Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. It passed the displacement, rewind, and basic occlusion tests. The excessive no delivery alarm test could not be performed or the functional test completed due to the prime anomaly. The motor was tested outside the device and passed. No motor error alarm noted. The device also had a scratched lcd window. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error during bolus and then no delivery during basal. Blood glucose value was 244 mg/dl. It was stated that the device was not dropped or exposed to a magnetic field and the drive support cap was recessed. The insulin pump passed the displacement and self test and the customer was able to rewind. The alarm history showed two motor error alarms. Troubleshooting for the no delivery alarm was not performed. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was returned for analysis.